Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer changed supplies and left the pump plugged in for at least 30 minutes; however, the pump would not charge. Customer¿s blood glucose value was 74 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.